Event description:
It was reported the system displayed a motion error, orbital movements and thus orbital positions were unobtainable. The system would be effectively unusable. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The clutch was aligned during the service call. The system was tested and found to be working as intended and put back into service.